Event description:
Customer reported via phone call, the buttons on the insulin pump weren't responding for the excepting of the backlight button. Customer's blood glucose was 273 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She declined replacement device and stated she was able to get device to work. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.